Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the vela ventilator; the unit displays circuit disconnect and transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported the issue occurred during patient use; the customer reported the ventilator was replaced. The customer reported there is no patient consequence associated with the event.